Event description:
It was reported that a user who was newly started on the ilet pump experienced hyperglycemia, with blood glucose reaching 308 mg/dl and subsequently trending down after a meal. No device alerts or alarms were reported. The user did not report any symptoms associated with the elevated glucose levels. No medical intervention was required, no assistance was needed, no ketone testing was performed, and no backup therapy was used. An investigation was conducted, including customer support troubleshooting and user education regarding system adaptation and monitoring. Review of the available information indicated no device malfunction and no concerns related to alarm behavior. The hyperglycemia was transient and was considered likely associated with recent food intake while the system was in its early learning period. Based on previously established findings for similar reports, the cause was concluded to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.